Manufacturer narrative:
(B)(4). Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation as it was discarded by the healthcare facility. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility stated that the manifold of the opt946 cannula had slipped from the interface during use resulting in a partial connection. An oxygen leak occurred as a result of the partial connection, this was discovered after three days of the patient being on the interface. It was also reported that the patient desaturated to 50% spo2 for an unknown period at the time of the event, and the patient was transferred to ICU as a precaution due to their level of desaturation and medical history. Conclusion: without the return of the subject device, our investigation was unable to determine the cause of the reported event. The user instructions which accompany the opt946 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "do not crush or stretch tube, to prevent loss of therapy." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in germany reported via a fisher & paykel (f&p) field representative that the manifold of an opt946 optiflow + adult nasal cannula had slipped from the interface during use, resulting in only a partial connection between the cannula and manifold. The patient had been on the interface for three days before the malfunction was noticed. It was also reported that the patient desaturated to 50% spo2 for an unknown period at the time of the event and was transferred to ICU as a precaution, due to their level of desaturation and medical history.

Event description:
A healthcare facility in germany reported, via a fisher & paykel (f&p) field representative, that the manifold of an opt946 optiflow + adult nasal cannula had slipped from the interface during use, resulting in only a partial connection between the cannula and manifold. It was also reported that the patient desaturated to 50% spo2 for an unknown period at the time of the event. F&p have requested further information about the event and patient condition.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel healthcare (f&p) mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. The user instructions which accompany the opt946 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety.